Event description:
On (B)(6), 2011 the vns patient's mother reported that the neurologist said that patient's battery was at end of service as of the last appointment on (B)(6), 2011 but that the patient has been experiencing an increase in seizures for the last three months. It was unclear if the device was at end of service or if an eri flag was observed at the (B)(6), 2011 appointment. Additional information from the neurologist is being requested by the manufacturer's consultant but no further information has been received to date. A battery life calculation was performed with the programming history available which revealed negative years until eri=yes. The vns patient had battery replacement on (B)(6), 2011 and attempts for the return of the explanted product to the manufacturer for product analysis will be made.

Event description:
Attempts were made to the physician for further information regarding the patient's increase in seizures but no further information was received. Attempts for the return of the explanted generator were also made but the generator has not been returned to the manufacturer for product analysis to date.